Manufacturer narrative:
No product has been received to date for examination. The root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report numbers (including this report): 3025141-2026-00222, 3025141-2026-00223.

Event description:
It was reported: 3 of the 2.7mm nl screws from the aculoc next set broke when drilling in the proximal oblong for the longer of the new next wrist spanning plates. Patient was 40-year-old male. Good diaphyseal bone. We are wondering if there needs to be a different larger drill or a tap available for diaphyseal bone. The screws did not break right below the screw head; it was a few threads down. Basically, whenever the bone started giving some resistance they snapped, but it was fellow with the surgeon and he was very controlled and wasn't over torquing. Screws should not have behaved like that even with some resistance. It was very odd. We left two in the oblong with the heads sheared off and a third in a screw hole distal I believe. We had two screws proximal that we locked around those.